Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g6, h2, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection, 5 units were rejected after inspection because 4 of them had embedded particulates and 1 had discoloration on the carrier. Rti also noted inconsistent surface variation on portions on the carriers. There was no patient involvement. At evaluation it was noted device was not returned and able to have debris inspected to see if packaging was conforming. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction